Manufacturer narrative:
MFR# clarification: (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that the tracheostomy tube flange broke. No permanent injury was reported.

Manufacturer narrative:
One used customized cuffless flextend¿ tracheostomy tube was returned for investigation. Visual inspection of the device found a partial cut on the eyelet of the neck flange. The observed cut was determined to be due to the use of velcro tracheostomy tube holders. Per the instruction for use, velcro tracheostomy tube holders may have sharp edges which can come into contact with the eyelets and compromise the product integrity. The device instructions for use recommend using the provided twill tape to secure the tracheostomy tube. During visual examination, it was also observed that the bond between the neck flange inner diameter and the shaft was separated on one side. Examination of the separation, showed that there was sufficient adhesive between the neck flange inner diameter and the shaft. Based upon examination it was determined that the flange of the device underwent excessive tensile force; however, the root cause could not be determined.

Event description:
Additional information: according to the reporter, velcro neckties were used to secure the device during use. It was reported that the event was observed by a nurse during the cleaning of the device. According to the reporter, no patient injury occurred.